Event description:
Complainant alleged that during a routine shift check by a clinician, the device could not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The product has been received and a follow-up report will be provided when our investigation is completed.